Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in clinic with chest discomfort. Upon interrogation increased capture threshold was observed. During the lead revision the helix was retracted, but was not able to re-exchange due to tissue in it. The lead was replaced. Without complications. The patient was stable post-procedure.